Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml 670 to 200 mcg/day via an implantable pump. The intrathecal baclofen dose was decreased from 670 mcg to 200 mcg (unknown date). Indication for use was intractable spasticity. The date of the event was 2016. It was reported the patient was in the intensive care unit (ICU) "in a critical situation". The patient was unable to talk, had an increase in muscle spasms with a locked jaw and spasms around their mouth and neck. The patient could not open their mouth. On (B)(6) 2016 the dose was 219 mcg/day as there had been a 10 percent increase. The patient was treated by ent (ear, nose, and throat). The pump dose was increased ten percent. The pump was currently working. The cause of the patient's symptoms was multiple sclerosis versus functional disorder. The patient transferred out of the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.